Manufacturer narrative:
(B)(4). Not enough data is available within the complaint to identify root cause. The lot number is unknown; therefore, a batch review was not performed. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Since patients discard supplies after therapy, a sample was not requested. A batch review could not be performed as the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.